Manufacturer narrative:
The reported incident of an error code 800.8000 occurring on the pcu that resulted in the pump modules displaying a communication error was confirmed via log analysis; however the error event could not be duplicated during the investigation. There was not active user interface occurring during the incident; the attached four modules were all actively infusing at the time of the error event. The returned pcu was operated at the incident parameters with in-house test modules attached for seven consecutive days with the system error not repeated. The inspection process did not find any contributing factors for the system error occurrence. The r & d software engineering performed a review of the recorded log event details and determined that the error logs suggest the issue was the result of a memory leak. Memory leak related issues occur very infrequently and to date have been unsuccessfully reproducible in r & d. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was a patient involvement.

Event description:
The customer reported that uhs was called to the nursing unit to check a pump that was alarming "communication error" across corresponding pump and syringe modules and error code 800.8000 on the pc unit. There was no patient harm.

Manufacturer narrative:
The reported incident of an error code 800.8000 occurring on the pcu that resulted in the pump modules displaying a communication error was confirmed via log analysis; however the error event could not be duplicated during the investigation. There was not active user interface occurring during the incident; the attached four modules were all actively infusing at the time of the error event. The returned pcu was operated at the incident parameters with in-house test modules attached for seven consecutive days with the system error not repeated. The inspection process did not find any contributing factors for the system error occurrence. The device is used for therapeutic purposes.